Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to patient contact during preparation for a leg angiogram, the tip of a cxi support catheter separated. The catheter was flushed normally, and the hub was wiped with saline. As the user attempted to load the device onto another manufacturer¿s 0.014-inch wire, the very distal tip of the catheter separated. The device did not make patient contact. Another device of the same type was used to successfully complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: d4 (UDI), h6 (annex g). Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The tip was separated at approximately 1.5-centimeters from the end of the catheter. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional relevant complaints on the final or sub-assembly lots. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. It is possible that the method in which the device was loaded onto the wire may have contributed to the event; however, this cannot be definitively determined. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to patient contact during preparation for a leg angiogram, the tip of a cxi support catheter separated. The catheter was flushed normally, and the hub was wiped with saline. As the user attempted to load the device onto another manufacturer¿s 0.014-inch wire, the very distal tip of the catheter separated. The device did not make patient contact. Another device of the same type was used to successfully complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.